Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and t wave oversensing, resulting in an inappropriate shock. Noise was able to be reproduced with patient isometrics. Technical services (ts) discussed further troubleshooting and programming options. Additional information was received which reported that the device had been reprogrammed to alternate sensing vector due to the previous inappropriate shock. The device later exhibited double counting and another inappropriate shock in alternate. Ts discussed further troubleshooting and programming options with the health care professional (hcp). The device system remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the device was reprogrammed to mitigate further inappropriate therapy. No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and t wave oversensing, resulting in an inappropriate shock. Noise was able to be reproduced with patient isometrics. Technical services (ts) discussed further troubleshooting and programming options. Additional information was received which reported that the device had been reprogrammed to alternate sensing vector due to the previous inappropriate shock. The device later exhibited double counting and another inappropriate shock in alternate. Ts discussed further troubleshooting and programming options with the health care professional (hcp). The device system remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.